Manufacturer narrative:
Review of device history indicates the devices were manufactured to specifications, sent to inventory and subsequently released for distribution with no anomalies or deviations. Review of complaint history identified no additional complaints. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported patient underwent irrigation and debridement approximately 5 years post-implantation of left hip prosthesis. During the procedure, purulent fluid was noted. Subsequently, the patient was revised one day later due to pain, loosening, rotated cup, swelling, unable to lift leg and crunching sensation in the groin area. During the revision procedure, well-fixed femoral stem, metallosis, inverted acetabular cup, and greater trochanteric fracture were noted.

Event description:
It was reported that the patient underwent debridement and irrigation on ((B)(6) 2015) was revised ((B)(6) 2015) due to pain, loosening, rotated cup, swelling, unable to lift leg and crunching sensation in the groin area.